Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, upon turning the pump back on, the touchscreen was unresponsive. Customer was unable to unlock the touchscreen. Customer's blood glucose level was 62-78 mg/dl. Reportedly, the customer had back up manual injections and long acting insulin.